Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that an edwards' valve was explanted at implant, due to a sizing issue. The surgeon indicated that the reason for explant is procedure relaed, and not due to a device malfunction. The explanted bioprosthesis was replaced with another same model larger size edwards' valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information or records have been provided by the healthcare provider, and the subject device was discarded. There has been no information to suggest a device malfunction or quality deficiency that may have contributed to this event.